Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal and proximal set-up joints (dsuj) and (psuj) due to error 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the dsuj for evaluation, but evaluation has not been completed as of the date of this report. A return material authorization (RMA) has been issued for the return of the psuj.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while troubleshooting a 316 error on the patient side cart (psc) was observed. Technical support engineer (tse) confirmed the system logs show 319 called out by distal set up joint (suj). The customer confirmed error 319 on universal surgical manipulator (usm3) that would not clear. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The proximal set-up joint (suj) was returned to failure analysis with a reported problem 319 error and was confirmed but not replicated. In system logs, communication error 319 was found thus confirming the fault occurred in the field. Upon visual inspection, the fiber optic cable seemed to be pinched which would contribute to the reported issue. The unit was installed on a golden system in normal mode where it passed. The unit was also installed on a patient side cart fixture test platform (pftp) where all relevant tests passed. The horizontal rolling loop cable, fiber optic cable, and axes controller setup (acs) were found to be the potential root causes of the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The distal set-up joint (dsuj) has been returned and evaluated by the failure analysis (fa) and the reported event was confirmed but not replicated. In system logs, error 319 was confirmed indicating node communication faults starting on the axes controller tornado (act) board. Fa installed the dsuj onto a golden system where no faults occurred. The unit was tested on patient side cart fixture test platform (pftp) and passed all applicable tests, but the wrist brake was stiff when exercised. After testing was complete, a visual inspection found no faults related to the reported event. The complaint was confirmed based on failure analysis. The act board, low voltage differential signaling (lvds), and encoder cable assembly are consistent with the reported event and are the potential root causes for this issue.

Event description:
Refer to h11 for follow-up information.